Event description:
It was reported that the device issued therapy for an event originating from the atrium. The devices was reprogrammed and the physician increased the pt medication. Pt follow up showed improvement.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.